Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, ¿long-term follow-up of a cemented titanium stem¿ by benjamin bloch, et al, published by acta orthopaedica belgica (2015), vol. 81, pp. 225-232, was reviewed. The authors present the outcomes of 42 patients who were implanted with the depuy ultima stem cemented with competitor cement. This complaint captures 40 individual cases in the attached guidance document labeled case 1 through case 40. Two events attributed to competitor cement were excluded from this complaint. Pc-000603203 captures case 1. Case 2-case 40 are linked to pc-000603203. Patient 27 implanted with a cemented ultima stem with a 12/14 taper, cemented ultima polyethylene cup, and a 28-mm cocr femoral head. The cement used was a competitor product. Stem and head revised 8.1 years due to aseptic loosening secondary to femoral osteolysis. There was no reported product problem with the stem, head, and polyethylene cup. There is insufficient information to determine if the cup was revised.